Event description:
(B)(4) study. It was reported that post percutaneous coronary intervention, patient experienced worsening of coronary artery disease and revascularization occurred. In june 2012, patient presented with stable angina and was referred for cardiac catheterization. Target lesion #1 was located in the mid right coronary artery (rca) with 75% stenosis and was 14 mm long with a reference vessel diameter of 2.25 mm. Target lesion #1 was treated with direct stent placement using a 2.25 x 16 mm pe plus stent with 0% residual stenosis. Target lesion #2 was located in the proximal right coronary artery with 95% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.50 x 16 mm pe plus stent, with 0 % residual stenosis. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, patient presented with worsening of coronary artery disease and cardiac catheterization was recommended. The 75% restenosis of the previously placed study stent located in the proximal rca was treated with percutaneous coronary intervention with 10% residual stenosis. On the same day, the event was considered resolved.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).